Manufacturer narrative:
Citation: jean sénémaud, jennifer canonge, joseph touma. Midterm results of antegrade laser fenestrations using image fusion guidance in complex aortic aneurysm repair. European journal of vascular endovascular surgery 5 2025. Doi.org/10.1016/j.ejvs.2025.04.071 a2: mean age a3: mean gender earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding midterm results of antegrade laser fenestrations using image fusion guidance in complex aortic aneurysm repair the time frame of this study was over 6 years. Multiple manufactuers devices were used. The following medtronic devices were used: endruant, valiant, talent and heli-fx guide. Among patient adverse events included:  acute kidney injury, access site complications, stent limb stenosis, kinking, orocclusion, haematoma, dissection, ischaemia, nosocomial pneumonia, haemorrhagic shock, mi, cva, infection, respiratory failure, explant and re-intervention deaths occurred in the study population. There was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.